Event description:
End users daughter states: her father went to the kitchen and the power chair just cut off. (B)(6) alleges that the tool is flashing 7 times on the joystick and the box is lit up. Power chair will no longer charge.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1143206 rev g was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The chair has never been serviced prior to this incident. Her father uses the chair indoors at all times. The dealer we put him in touch with is sending out a loaner chair while they are servicing his chair.